Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needle devices were blocked during the vaccine injection. The following information was provided by the initial reporter: "the customer has reported some sort of blockage in the needle that does not allow them to administer injections. The purchasing associate advised this issue occurred over the course of 1-2 weeks, where the vaccine administrators were struggling to push the medicine/vaccine through the needle. No vaccine was specified as they've done around 12 or so different types of vaccines across the patients. The total amount of patients & their genders could not be identified since this issue occurred over the course of 1-2 weeks. The purchaser did confirm that no patients were harmed, none needed medical attention. This is the first time that it happened. These blockages were occurring while they were injecting the patients, hence why they reported their struggles in using the product to the purchasers of the office."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 07-sep-2022. H.6. Investigation summary: three hundred and fifty samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Of the eighty samples one sample did not expel the solution due to clogged. A device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with the sample analysis the symptom reported is confirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needle devices were blocked during the vaccine injection. The following information was provided by the initial reporter: "the customer has reported some sort of blockage in the needle that does not allow them to administer injections. The purchasing associate advised this issue occurred over the course of 1-2 weeks, where the vaccine administrators were struggling to push the medicine/vaccine through the needle. No vaccine was specified as they've done around 12 or so different types of vaccines across the patients. The total amount of patients & their genders could not be identified since this issue occurred over the course of 1-2 weeks. The purchaser did confirm that no patients were harmed, none needed medical attention. This is the first time that it happened. These blockages were occurring while they were injecting the patients, hence why they reported their struggles in using the product to the purchasers of the office."